Event description:
It was reported during normal follow-up, intermittent noise was observed on the egms. The noise was not reproducible in clinic, but the physician suspected insulation damage. During the explant procedure, an insulation abrasion was observed. Due to difficulty with explant, the lead was capped and a partial lead was returned for analysis.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 22.0cm was returned for analysis. External insulation abrasion was noted at 18.5-19.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. External insulation abrasion was noted at 12.1-12.7 and 19.7-20.6cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.